Event description:
Rptr alleged obtaining a discrepant blood glucose result of 517 mg/dl back to back with a result of 172 mg/dl on the compact plus system when testing was performed less than 10 mins apart. Rptr indicated that she was experiencing some hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.